Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation the cause of the white foreign material was found at the air water cylinder, air water channel and auxiliary water channel was not known. There was no deviation from IFU in reprocessing steps for the locations with foreign material. However, a definitive root cause could not be identified. No physical damage was found in the area where the foreign object remained. The instruction manual states the detection method associated with the event in "gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection", and preventative measures in "gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the device evaluation, the gastrointestinal videoscope exhibited white foreign material inside the air/water-tube, the auxiliary jet channel, and the air/water-cylinder. There were no reports of patient involvement